Event description:
The patient returned from the or (operating room) with an intranasal 3.5 cuffed ett (endotracheal tube) that was placed in the operating room. As the rt (respiratory therapist) was placing the adapter to put the inline suction inline, the ett split. They reintubated and the same thing happened with another 3.5 ett in the unit.